Manufacturer narrative:
Follow-up #1: date of submission 06/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the pump powered on to the verify screen with no issues. There was no debris observed in the cartridge compartment. The rewind and load cartridge steps were successfully performed. The cartridge was then primed to 190 units(u). The cartridge was then removed and the cartridge was verified to be at 190u. The cartridge was reinstalled. The rewind then load steps were once again performed. The piston stopped at 190u and the display correctly read 190u. The units remaining were calculated correctly and the reported complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The pump indicated more insulin than what the cartridge had. There was reportedly more than a 20 unit difference between the pump and the cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.